Event description:
It was reported that a patient underwent a successful kyphoplasty procedure at t11. During a follow up visit, CT scan showed cement in the spinal canal. It was noted that the patient had lower extremity weakness, some incomplete paralysis and difficulty walking; however, it was also noted that the patient had difficulty walking prior to the procedure. The physician stated that no bone cement extravasation was noted on immediate post operatively x-ray and what he felt was progression of the vertebral fracture on CT scan. No further intervention is planned at this time. No additional information was reported.

Manufacturer narrative:
Device not returned, followed up with company representative.